Event description:
The pt reportedly experienced sound quality issues and facial nerve stimulation. CT scan revealed that the pt's electrode array has migrated out of the pt's cochlea. Surgery to reinsert the electrode array or explant the device has been scheduled.